Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A pericardial effusion was noticed on baseline transesophageal echocardiogram (tee). After the physician crossed the septum, an unknown wire was in the laa and perforated it. The physician was informed and he manipulated the wire into the pulmonary vein. A contrast injection of the laa showed an image of a jet of contrast possibly extending beyond the laa. The procedure continued and a 24 mm watchman ® laa closure device was implanted in the laa successfully. The patient did not experience any hemodynamic compromise and recovered normally without intervention. There was no change in the pericardial effusion from baseline.